Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a cystoscopy and transvaginal tape placement procedure performed on (B)(6) 2015, for the treatment of stress urinary incontinence and a failed previous transobturator tape sling. Throughout the procedure, there were no complications. Furthermore, the patient tolerated the procedure well and came out of the operating room in good health. As reported by the patient's attorney, the patient has experienced an unspecified injury.